Event description:
A user facility reported that an internal dialyzer blood leak occurred two hours into a patient¿s hemodialysis (hd) treatment. The blood leak was reportedly visible. A trickle of blood was observed in the dialysate at the bottom of the filter near the blue connector. There was no visible damage noted on the dialyzer. A hemastix blood test strip was used, and it tested positive. Blood was not visible in the dialysate tubing. The patient¿s blood was not returned; the estimated blood loss (ebl) due to the event was 300 ml (at most). The machine, a fresenius 5008, did not alarm with a blood leak alarm. However, the facility believes that the amount of blood in the dialysate was ¿too small¿ (or not significant enough) to be detected by the machine. The machine was not removed from service and did not require any repair work. It was confirmed that no further problems have been encountered while using the machine. There was no patient injury or illness due to the event, and medical intervention was not required. It was reported that the patient's hemoglobin was being monitored, and that their hemoglobin had recently decreased (dates not provided). However, the drop was attributed to other (non-related) factors that resulted in the patient being hospitalized prior to this event. Following the blood leak, the patient was re-setup with new supplies on a different machine and they completed their treatment. The dialyzer was reported to be available for evaluation. Additionally, several photos were provided for review.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the complaint device was not returned for manufacturer evaluation. However, photos of the dialyzer were provided for review. Two of the photos show an up-close view of the dialyzer label (from different angles). Another photo is an up-close view showing one end of the dialyzer, and there is a visible fiber fragment within the bell housing. The fiber appears to be approximately one inch in length, with no opposing end visible. There is blood on the outside of the fibers, near and around the fiber fragment. There was no other damage or irregularities noted on the dialyzer. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dns) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. An internal leak from a potted fiber fragment was noted in a provided photo. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
The dialyzer is not expected to be returned for manufacturer evaluation.

Event description:
The dialyzer is not expected to be returned for manufacturer evaluation.